Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, non-sustained right ventricular oversensing was noted on the device during capacitor maintenance testing. The event was resolved without any intervention and the patient was stable with no adverse consequences reported.